Event description:
Doctor revised the dual geometry shell and stryker custom made constrained liner due to disassociation of the liner from the 28 mm head and the shell. He removed these components and replaced them with a trident shell, trident constrained liner and 22 mm c-taper head and a morse taper to c-taper conversion sleeve.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown dual geometry shell. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. The reported dislocation involved the head and the insert. There is no alleged failure for the reported shell.

Event description:
Doctor revised the dual geometry shell and stryker custom made constrained liner due to disassociation of the liner from the 28 mm head and the shell. He removed these components and replaced them with a trident shell, trident constrained liner and 22 mm c-taper head and a morse taper to c-taper conversion sleeve.